Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot. The receiver was perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Finding related to complaint in receiver download: no data was observed in log within the investigation window. The receiver functional test: no/ unable. The complaint was undetermined for receiver initializing screen without manual restart because receiver perpetually rebooting and no data was observed in log within the investigation window. The root cause of receiver initializing screen without manual restart could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.